Event description:
Customer reported, if he pressed the drive support cap on the insulin pump insulin would come out through the cap. Customer's blood glucose was unknown. Customer stated the cap does not seem damaged but insulin does come out if he presses it. Customer was advised to disconnect from the device. Customer stated he will continue to wear the device. Self test was performed on the device and it passed. Customer was unable to perform displacement test. Customer was advised to monitor the device closely since he was choosing to continue use of the device. Customer will be returning the device. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
It was reported that the customer experienced numerous episodes of hypoglycemia while using the insulin pump. Medtronic legal received information regarding the customer's hospitalization from the attorney of the family. The information received on 10/14/2015 stated the following- reporter alleges: "the design, manufacturing, and instructions for use on the product, including the insulin pump, the insulin reservoirs, and the insulin cannulas, lead to both an over delivery of insulin and an under delivery of insulin."

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.